Event description:
Approximately six weeks post hvad implantation the patient was admitted to the intensive care unit for congestive heart failure and infection. Related signs and symptoms included cough, chest pain, dyspnea, and orthopnea. The patient's wbc's were elevated on admission and his admitting vital signs were systolic blood pressure of 100 (via doppler); pulse 130 bpm; respirations 21; and temperature 100.5 f. Echocardiogram results revealed aortic valve opening with every cardiac cycle prompting the medical team to increase lvad speed. The patient responded well, indicating that he had improved breathing after his lvad speed had been adjusted. The following day a CT of the chest, abdomen and pelvis revealed moderate fluid surrounding the heart and post-surgical changes of the median sternotomy. CT angiogram of the chest revealed fluid collection at the inferior aspect of the sternum likely representing post-operative hematoma/seroma. Blood and nasal culture results were drawn and results were negative. Though the source of the infection was never identified the patient continued treatment with long-term antibiotic therapy he had already been prescribed for empyema that been diagnosed several years ago. There were no other surgical procedures or treatments provided to drain the pericardial and sternal fluids. As the patient's symptoms continued to improve he was transferred out of the intensive care unit. A cardiology consultation attributed the patient's symptoms (sob and chest pain) to congestive heart failure and initiated diuretic therapy with furosemide. He was discharged home seven days after his initial admission. Additional information received indicated that the patient was transplanted at the beginning of the current year. The transplant was prompted as a result of complications with chronic right heart failure that was believed by the treating physician to be attributed to migration of the position of the lvad. He also reportedly continued his antibiotic therapy until his transplantation. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patent was admitted to the hospital with symptoms of heart failure and infection. The medical team increased the lvad under echo guidance and initiated diuretic therapy and his heart failure symptoms improved. Blood and nasal cultures were negative and CT & CT angiogram were negative for any infectious source. The cardiology consult stated that the patient's symptoms were due to chf which were resolved with lvad speed increase and diuretics. The patient was discharged home and it was reported that the patient was later transplanted. The device was not returned for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worsening heart failure is a known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.